Manufacturer narrative:
No parts have been returned to the manufacturer for analysis.. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the system turned off during procedure. Navigation was aborted. There was no patient impact reported and no delay to surgery.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that uninterruptible power supply (ups) and battery were in need of replacement. After they were replaced the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery and uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found that the system functioned as intended after replacing the uninterruptible power supply (ups) and battery. The returned battery measured 17.68 vdc upon return. The returned ups was standalone tested and found to have blown fets. Otherwise it output v1-5 measured 48.60 volts and outputs v6-11 measured 12.20 volts. All were expected voltage. The power button illuminated and powered the unit off/on, as intended. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.